Manufacturer narrative:
(B)(4). The catalog number provided is the us list number for the 20fr abbvie peg that is the same as the international list number listed in the unique identifier field. A batch record review was performed for the lot# provided. All parameters were within specification including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing remains implanted. The abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duopa (carbidopa and levodopa enteral suspension). The abbvie peg tube was placed on (B)(6) 2015. The patient experienced aspiration on (B)(6) 2015. Undergoing anesthesia for a procedure such as a peg placement presents a risk of aspiration, which could lead to pneumonia. The short duration between the peg placement and the diagnosis supports this as a possible cause. Additionally, aspiration can result from an interruption of the lower esophageal sphincter. ¿aspiration pneumonia is a well-known complication of the presence of any intestinal tube placed through the oropharynx, including a nasojejunal (nj) tube.¿[2] any tube which extends across the lower esophageal sphincter (les) will allow gastric contents to rise more readily from the stomach. Thus, there is a physical reason that the tube itself may cause aspiration. In this instance, the aspiration occurred shortly after placement of an abbvie peg and j tube. The peg placement process involves passing an endoscope down the esophagus, through the les, pulling a thread back through the esophagus and out of the patients mouth. The hcp then pulls the peg tube through the esophagus and les and ultimately through the incision, where the tube is moved into its final position. The j tube placement process involves using an endoscope through the les to properly place the tip of the j tube in the small intestine, beyond the ligament of treitz. In both procedures, the procedure involves a temporary interference of the les, preventing its complete closure. This condition provides a possible pathway for the aspiration to occur. Hata tm and moyers jr. ¿preoperative patient assessment and management.¿ chapter 23 in baresh pg et al, ¿clinical anesthesia.¿ 2009; philadelphia. Kwon rs et al. Enteral nutrition access devices. Gastrointest endosc 2010;72(2) :236-238. Finally, abbvie reviews complaint categories for possible trends and there were no trends identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a physician reported that a patient in (B)(6) experienced aspiration. The patient was in hospital for duodopa fine-tuning phase. The therapy dose was not yet determined. Therapy was directly started via peg/pej tube on (B)(6) 2015. On (B)(6) 2015 the patient aspirated. He had to be transferred to ICU and was receiving ventilation.